Event description:
It was reported that the burr was difficult to remove. The target lesion was located in the severely calcified right coronary artery. A 2.00mm rotalink plus was selected for use. During procedure, it was noted that the guide catheter was kinked and the burr was difficult to remove. The device was removed together with the whole system. The guide catheter was changed and the procedure was completed using the original device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities to the rotablator device. However, the returned guide catheter had a severe kink in the lumen. The internal diameter (ID) of the guide was .083 inch. As the guide catheter used in the procedure was returned with the rotablator device, it was used for functional testing. Functional testing consisted of inserting the burr into the hub of the device; however, the burr won't pass the kink.

Event description:
It was reported that the burr was difficult to remove. The target lesion was located in the severely calcified right coronary artery. A 2.00mm rotalink plus was selected for use. During procedure, it was noted that the guide catheter was kinked and the burr was difficult to remove. The device was removed together with the whole system. The guide catheter was changed and the procedure was completed using the original device. No patient complications were reported.